Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was up every hour last night and symptoms were worse and the patient had a harder time self-voiding. The patient had pain where the lead placement took place. The patient had bladder pain after their bladder filled up and had this prior to the trial starting. When the bladder pain took place was when the patient knew they needed to use the restroom. The patient had a program change and stim turned up so they could feel the stim. The patient felt back pain from the incision site and wanted the device off. It was not helping their symptoms. The patient called their doctor and was waiting for a call back. The patient was assisted to bring stimulation down to 0.0 in case stimulation was causing back pain. It was noted medication was not helping for the pain. The patient was advised to contact their doctor and adjust settings. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# loq316253, implanted: (B)(6) 2017, product type lead.

Event description:
Additional information from the healthcare professional (hcp) reported the actions taken to resolve the symptoms being worse and the patient having a hard time self voiding was explant. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.